Event description:
A peritoneal dialysis (pd) nurse reported the pt contacted her regarding a drain complication occurrence on (B)(6) 2014 and stated the pt reported fibrin in the drain line and cloudy effluent. The pt was unable to drain using the cycler or manually and was taken to the hospital on (B)(6) 2014 and was admitted for klebsiella pneumoniae peritonitis. Per the pdrn the pt's wife and caregiver and did practice aseptic technique during treatment, and it was unk how the infection may have occurred. There were no reported fluid leaks during treatment prior to infection. Per the pdrn the pt was completing hemodialysis treatments via vascular access. The pt was briefly released from the hospital on (B)(6) 2015 and was still experiencing drain complications with the cycler and when attempting manual exchanges, and returned to the hospital on (B)(6) 2015. The pt was currently still hospitalized and continued completing hemodialysis treatments, as it was unk what may have attributed to the drain complications issue. Medical records were requested.

Manufacturer narrative:
The device has not been returned for evaluation at this time and will not be available for evaluation. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.